Event description:
It was reported that the right ventricular (rv) lead had a sudden rise in and high threshold measurements and there was intermittent capture at high output. It was also reported that the r waves had significantly decreased and were measuring low. Reprogramming and defibrillation threshold testing were performed and the lead remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was undersensing. The lead was removed and a new lead was implanted.